Event description:
It was reported the remote telemetry doesn't work. It was also reported the keyboard cover is broken and the power cord cover needs to be replaced. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the reported telemetry problem; programmer found very corroded. (B)(4).